Manufacturer narrative:
(B)(6). Medical products: m2a femoral head, catalog#: 11-163661, lot#: 868910; m2a taper liner, catalog#: 15-105000, lot#: 867930; unknown femoral stem, catalog#: ni, lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-05482, 0001825034-2017-04332.

Event description:
It was reported that patient underwent a revision procedure approximately 16 years post-implantation due to unknown reasons. During the procedure, the femoral head and acetabular components were removed and replaced with competitor product. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.